Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via marlin.net with the stored episodes of noise reversion recorded by the implantable cardioverter defibrillator. Noise was attributed to electromagnetic interference. No interventions were made, and the clinician elected to continue to monitor. The patient was asymptomatic.